Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed¿. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high" on cgm, a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via manual dose injection. The customer changed supplies and resumed insulin therapy. Reportedly, the customer was using trusteel infusion set for longer than the recommended 48 hour period and would sometimes reuse insulin. Tandem technical support educated the customer that using infusion sets longer than the recommended period and reusing insulin is considered off label per the tandem user guide.